Event description:
The customer contacted physio-control to report that their device was showing a service wrench icon in its readiness indicator. Upon initial evaluation, physio-control observed that the device had logged an event code into its memory that is indicative of the device not recognizing a shockable heart rhythm. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and it was verified that the device does not recognize a shockable rhythm. The cause of the reported issue was determined to be due to process residue on capacitor, designator c156, on the analog pcb assembly. The device was destructively tested by physio-control.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing a service wrench icon in its readiness indicator. Upon initial evaluation, physio-control observed that the device had logged an event code into its memory that is indicative of the device not recognizing a shockable heart rhythm. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.